Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush part of the head came off [device breakage], no adverse event [no adverse event]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the brush part of the oral-b power oral care refills precision clean came off in his mouth. No symptoms developed.